Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: during investigation, the pump was powered on and the display screen was found to be dim and discolored. A visual inspection of the pump showed that the keypad was intact; no damage was observed. Unrelated to the complaint, evaluation revealed that the down arrow key contact was intermittently unresponsive. The up arrow, ok and contrast key contacts responded appropriately during testing. The keypad was removed and evidence of contamination was found under the up, down and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.